Manufacturer narrative:
(B)(4): the customer reported a failure to discharge during op-check with this defibrillator. The defibrillator was returned to philips for evaluation. The reported symptom was duplicated. Replacement of the therapy pca resolved the symptom.

Event description:
This customer reported a failure to discharge during op-check with this defibrillator.